Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for post-lumbar laminectomy syndrome reported they were in a car wreck. Following this they were experiencing stimulation in their abdomen, but the target area was the lower back, so they were seen on (B)(6) 2015 by the manufacturer's representative (rep) for reprogramming. The rep. Told them it looked like the lead may have moved. Following reprogramming something was off so the consumer had x-rays taken, and was told that one of their leads had moved up and over, and the implantable neurostimulator (ins) didn't seem to be working correctly. As a result a revision was going to take place. It was noted the consumer also needed to have a knee replacement revision because their legs were bad, but were told to get their stimulation issue taken care of first.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.